Event description:
Approximately 13 days post achilles repair with orthadapt augmentation, patient presented with signs of wound dehiscence on the right posterior heel. Patient was placed on antibiotics and wound dressing. The physician indicated that the graft had been fixated with absorbable suture. The graft was explanted approximately 53 days post-repair, and a culture of the surrounding tissue tested positive for infection. Physician indicated that the infection was secondary to the wound dehiscence.

Manufacturer narrative:
Based on the provided case information, the reported case is likely due to wound complications and the use of absorbable suture. The package insert provided with the product, instructs the physician to use only non-absorbable suture. With reference to the culture report taken from the surgical site, infection is a non-sporeforming gram-positive and therefore, is categorized as vegetative bacteria. Any vegetative bacteria microorganisms present during the orthadapt manufacturing process would not survive the orthadapt proprietary sterilization process. Therefore, it is highly unlikely that the organism in question could have come from the implant. The manufacturing lot and expiration date of the device were not provided. The manufacturer of the device at the time was pegasus biologics, inc is the reporting company for the event.